Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the device came in with a daq b connection failure and the connectors were shorted. The device was disassembled, cleaned, replaced defective connector pcba, upgraded the device in accordance with design specifications, reassembled, and placed into the burn-in chamber to check for any heat related failures. The device tested met all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the controller did not run the daq calibration, there were no impedance readings, and the device was not working properly. There was no patient impact reported.